Manufacturer narrative:
The nonconforming interface breakout printed circuit board (pcb) was received and a visual assessment of the returned sample showed no obvious non-conformities. Functional testing confirmed the returned sample did not meet product specifications. A non-conforming l1 component was found. The root cause was determined to be a non-conforming l1 component in the interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a system message displayed and chose not to use the laser. Additional information was received stating that the laser was unable to be used and the patient was brought back in and the laser procedure was done on (B)(6) 2019. The procedure was completed without any issues.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming interface breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).